Event description:
Even though I had all the symptoms of lyme disease, I was unable to get proper treatment because the tests for lyme disease were go grossly inaccurate. For 6 years I was continuously tested using all the insurance accepted tests available. By the time I got a positive test result, I already had lesions too numerous to count on my brain. At that point 2 months of intravenous treatment with rocephin left me symptom free and no new lesions (since 2005).